Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400 mg/dl range. Ketones were present and were identified as being dangerous by a healthcare provider. Contact delivered a correction bolus for customer due to age. Air was suspected to be in the tubing and was cause of event. Contact continued to fill tubing until the air gaps were primed out. Insulin delivery was resumed.